Manufacturer narrative:
Device analysis conclusion: the wire fragment was received at csi for analysis. Visual examination revealed a fracture near the solder bond. There was some adhered material on the proximal solder bond. The morphology and exact root cause of the accumulation is unknown. The remainder of the guide wire was not returned for analysis. Scanning electron microscopy showed evidence of ductile torsional damage on the core wire fracture face and flattened spring tip filars. It is hypothesized that the spinning driveshaft made contact with the spring tip, thereby causing the fracture; the root cause of the fracture is considered to be user error. The diamondback 360® coronary orbital atherectomy system instructions for use manual warns, "do not come within 5 mm of the proximal end of the viperwire guide wire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. Use fluoroscopy to monitor movement of the shaft tip in relation to the viperwire guide wire spring tip." There was no damage observed with the guidewire spring tip that would have contributed to the reported dissection. At the conclusion of the device analysis investigation, the reported fracture was confirmed. The reported dissection could not be confirmed through analysis. The material inspection report for the reported guide wire could not be reviewed, as the lot number was not provided. (B)(4).

Manufacturer narrative:
Notification of this event was received first from a csi sales representative on 14 july 2020. Csi received medwatch (B)(4) later on the same date. Communication with the user facility indicates that the wire may be returned at some time in the future, but it is not clear when that date will be. If the wire is returned, it will be analyzed, and a follow-up report will be sent. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for the reported guide wire could not be reviewed, as the lot number was not provided. The user facility confirmed there is no record of the lot number of this wire in site records. Csi ID: (B)(4).

Event description:
A coronary orbital atherectomy device (oad) and viperwire guide wire were selected for use via right radial access for a heavily calcified lesion in the mid left anterior descending artery (lad). The vessel was 90% stenotic. Three treatments were administered with the oad. Following the third treatment, the wire tip, as seen on imaging, no longer responded to manipulation. The wire was pulled back, and the tip did not appear to move on imaging, which confirmed for the physician that the tip of the wire had fractured. The oad was removed. An attempt was made to advance a snare, but the clearance of the proximal lesion was too narrow. Angioplasty was used to attempt to widen the clearance, but this was also not successful. The viperwire and remaining non-csi devices and wires were removed from the patient, and surgery was consulted. A bypass was planned for the diagonal and the lad. The surgeon also planned to snare the tip of the wire intraoperatively. In surgery, the wire tip could not be palpated. The artery was opened, and careful examination revealed the wire was stuck to the sidewall. The tip of the wire seemed to have dissected the lad and was stuck within the vessel wall. The wire fragment was then removed without complication.